Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient experienced an infection of the deep brain stimulation (dbs) device. The physician did not specify the location or symptoms of the infection. The physician indicated the infection was not device or procedure related and no device issues were identified. The implantable pulse generator (ipg) and two lead extensions were explanted. The patient is doing well post operatively. The devices were not returned for analysis as they were disposed of by the facility.